Event description:
A customer reported error message ¿4224 interference of dispensing nozzle z-axis of main arm¿ while using the sample cups on the aia-2000 analyzer. The customer stated they have rebooted the analyzer and performed an all-home-set but the error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for follicle stimulating hormone (fsh), luteinizing hormone (lh ii), intact parathyroid hormone (ipth), and prolactin (prl). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and the error reoccurred during operation observation. The customer performs qc in small insert cups loaded into tubes to conserve qc material. While troubleshooting with the customer, loaded samples in small insert cups and sample cups into appropriate tubes and found sample nozzle crashing to the bottom of the cups. Fse checked the bottom of the sample cup alignment, also checked the ad hand touch value and the sample cup bottom setting. Fse realigned the sample nozzle tip towards the bottom of the cup and noticed the parameter had a bit of a change from the previous setting. The parameter was saved and the fse performed qc and the customer ran the patient samples. The customer called back and stated the analyzer was giving multiple errors and an audible grinding noise. Fse returned to the customer¿s site and while troubleshooting the analyzer found the red wire of the specimen cap sensor lodged under the nozzle assembly preventing the sample nozzle from its homing position. The blue and black wires were also found to have broken off the sensor board. Fse removed the red wire and de-soldered the sensor board and re-soldered the other three (3) wires to the sensor board. Fse performed several all-set-home with no errors and the main arm was returning to its home position properly. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from (B)(6) 2022 through aware date (B)(6) 2023. There were two similar complaints identified during the search period including this case. Aia-2000 operator's manual on the appendix 4: error messages: (4224) interference of dispensing nozzle z-axis of main arm cause: there is a possibility that the dispensing nozzle was interfered with an obstacle such as cap of primary tube. The measurement result will be flagged with the ss flag. Or a command or adjustment value (p05, 191-210) was given for movement beyond the maximum movable distance of the main arm z-axis in the maintenance operation. Solution: remove an obstacle such as cap of primary tube, if any. The most probable cause of the reported event was due to misaligned sampling nozzle assembly and broken wires from the sensor board (pia board).